Event description:
Elective surgery for abutment and abutment screw replacement for precautionary reasons. No clinical signs reported. No device failure reported. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Elective surgery for abutment and abutment screw replacement for precautionary reasons. No clinical signs reported. No device failure reported. The procedure took place on (B)(6) 2024.